Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 28mm stent delivery system (sds) was returned for analysis without a stent. No stent was returned with the sds. There was no stent on the balloon. Balloon wings were slightly relaxed from their original folded position and contrast medium was evident within the balloon. While it appeared some positive pressure may have been applied the balloon it had not been fully inflated. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent on the balloon prior to the complaint incident. A visual and tactile examination of the hypotube found a hypotube kink 23mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.